Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Two unpackaged ar-2323bcc-1 swivelocks were received for investigation. Visual inspection identified that only one of the two swivelocks was returned with the anchor and eyelet. The returned biocomposite anchor had broken at the second distal-most thread, although no damage was present to the peek eyelet. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, prying/leveraging the device and/or excessive force being used during insertion of the implant.

Event description:
It was reported that during a shoulder arthroscopy surgery when implanting the device the material of the anchor sheared off. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.